Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the perclose proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional three proglide devices referenced in describe event or problem are filed under separate medwatch report numbers.

Event description:
It was reported that venous closures of two access sites in the left common femoral vein (lcfv) and one access site at the right common femoral vein (rcfv) were attempted using proglide devices with a 9f lcfv, 8f lcfv, and 14f rcfv sheaths after an electrophysiology afib interventional procedure. Reportedly, the suture of the proglide device used at the 9f access site in the lcfv did not take, the suture did not capture the artery. Another proglide device was used to achieve hemostasis at the 9f access site in the lcfv. The suture of the proglide device used at the 8f access site in the lcfv did not take, the suture did not capture the artery. Another proglide device was used to achieve hemostasis at the 8f access site in the lcfv. The suture of the proglide device used at the 14f access site in the rcfv also did not take, the suture did not capture the artery. Another proglide device was attempted; however, when the suture was pulled to advance the knot, the suture came out of the vein with the knot intact. Manual compression was applied and a safeguard patch was placed to achieve hemostasis at the 14f access site in the rcfv. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.